Event description:
A patient reported that the time and date on the meter kept needing to be reset. Their meter allegedly had a date/time issue. No symptoms. The result on their meter was unknown. No further information has been reported.